Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched (see service report is attached to ticket 001-00-060159 - per ticket notes) and on 12-oct-2016 inspected the system and found the sample nozzle on the main arm to be clogged up with dried sample. Cleaned and cleared the nozzle. Inspected wash and substrate delivery - found wash probe tip in washing well - cleared it out. Operator ran calibrator and qc - passed. Performed software update from 1.64 to 2.02. The most probable cause of the reported event was a main arm sample needle clogged.

Event description:
On (B)(6) 2016 the customer reported qc shifts with their aia-2000 analyzer. Customer reported qc shifts are too extreme for them to feel comfortable running patients. This started (B)(6) 2016. They did decontaminate and recalibrate but shifts continue. The customer is unable to run fsh pth afp bhcg lhii e2 progii and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh pth afp bhcg lhii e2 progii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.